Event description:
It was reported that during a vaginal hysterectomy procedure, the devices locked on tissue and would not fire. The devices were manually opened. Sutures were used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). One used set was received in reference to damaged tip of spike. Set was visually inspected and noted that the tip of the spike was bent inward. No other visual defects were noted. This complaint for issue of tip of the spike bent/damaged was confirmed in the lab. No batch review could be performed since the lot number was unknown. The root cause is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The actual sample has been received at baxter for evaluation. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter to report of an alarm that occurred from the clean flash device while the patient was connecting the set to the disconnect cap. The spike of the set broke. There was no patient injury or medical intervention.